Event description:
The customer contact reported that during incoming inspection at the user facility, prior to clinical use, unrestricted flow was noted on line a. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.